Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker showed three months a couple of months ago and recently tripped explant. An engineering analysis was performed in which result showed that the device was depleting normally. In addition, it was noted the device power consumption had slightly increased due to sensing of persistent atrial arrhythmias. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker showed three months a couple of months ago and recently tripped explant. An engineering analysis was performed in which result showed that the device was depleting normally. In addition, it was noted the device power consumption had slightly increased due to sensing of persistent atrial arrhythmias. To date, the device remains in service. No adverse patient effects were reported. Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.